Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer previously received information alleging fatigue, cough, chest tightness, cough symptoms, neck pressure, and throat scratchy. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the device and found dust/dirt contamination. Observations are as follows: slight unknown contamination was observed on the iso port, slight dust-like contamination was present on the blower box air inlet at the filter area, slight dust-like contamination on the blower outlet seal potential mineral deposits or dried liquid spots on the bottom of the blower motor and on the bottom of the blower box were observed, indicating potential water ingress. Pil was unable to address the patient complaints. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was dust/dirt contamination on iso port, blower box, blower outlet seal, bottom of blower motor, bottom of blower box but could not find any foam degradation in the unit.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging cough, chest tightness, cough symptoms, neck pressure, throat scratchy. There was no report of patient serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.